Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: blood glucose value updated 96 mg/dl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported seeing an arrow and four dots on the pump and was not sure what that symbol meant. The technical representative explained to the customer that the flashing arrow at the top indicated that insulin delivery had been suspended due to a low sensor glucose. The customer experienced hypoglycemia. The event involved product(s) unomedical, unk_disposables, mmt-1884, and mmt-7040a. Troubleshooting was performed for the auto mode, and the customer is requesting assistance with entering auto basal. Troubleshooting was not performed for the sensor glucose vs blood glucose. Troubleshooting was performed for the suspend on low, and the customer had question or concern of suspend on low/suspend before low feature. Troubleshooting was not performed for the low blood glucoses. Troubleshooting was performed for the pump programming, and the customer requested assistance with pump programming. Assisted customer with requested programming. No further patient complications were reported. No product return is required for unomedical, unk_disposables, mmt-1884, and mmt-7040a.